Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Refer to MFR report 1627487-2014-05787. It was reported that one of the pt's leads had eroded through her skin. As a result the dr opened, cleaned, and closed the wound. Follow up revealed the pt is doing well. Both leads are being reported because it is unk which lead eroded through the pt's skin.